Event description:
A customer contacted baxter's technical service center regarding an overfill situation. The home pt was filled manually with 2000ml at the clinic in 2008. That evening, the pt performed therapy on the homechoice device. The initial drain volume was 25ml. The initial drain alarm was set at 0ml. The machine then moved to fill and filled the home pt with 1900ml. The pt experienced abdominal pain and discomfort. The machine moved on to drain 1 during the call to baxter. The baxter technical service rep (tsr) had the caregiver allow the machine to drain solution from the pt with drain 1. The drain volume for drain 1 was 3906ml. When the machine moved on to fill 2, tsr had the caregiver stop the fill and perform a manual drain to drain more solution. The drain volume for the manual drain was 70ml for a total of 3976ml drain volume.